Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure and after the aortomy, the heartstring iii proximal seal did not come out of the system. A new unit was used to complete the procedure. The user is experienced using this product. There were no pt effects. The product was discarded.